Manufacturer narrative:
Per the tandem user guide: always make sure that the correct time and date are set on your insulin pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the pump time was incorrect due to not having been adjusted for daylight saving. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no reported impact to customer's blood glucose level. Reportedly the customer continued to use the pump for insulin therapy.